Event description:
Pt had a cardiac cath. At conclusion, attempt was made to use perclose device, but the needles did not present themselves properly. The device could not be withdrawn in the cath lab. Pt was taken to operating room for surgical removal.